Manufacturer narrative:
The serial number of the subject device was not provided; therefore, olympus cannot determine the last maintenance or service date for the device. However, olympus will contact the author of this article to obtain clarifying information regarding this report. Investigation is ongoing and if new and relevant information becomes available later, this report will be supplemented.

Event description:
The user facility reported that during the japan gastroenterological endoscopy technicians society (jgets) conference held on october 30, 2022, from january 22, 2021, to april 6, 2022, there were numbers of heterotrophic bacteria recovered from the water supply after replacing the water supply filter. There were no reports of specific microorganisms. There was no information reported regarding the usage status of the endoscopes after reprocessing, and no report of infection associated with this report. It was reported that in the endoscopy room of the reporting hospital, two dedicated clinical engineers are assigned to manage five endoscope cleaning and disinfecting devices (hereafter referred to as washing machines). Due to the lack of manpower and the difficulty of establishing a management system, the exchange of consumables for the company's oer-3) and the disinfection of water supply pipes were outsourced to the distributor. The washing machine is used on weekends and holidays, so the disinfectant solution is replaced once a week. The frequency of use was 4.42 times/2.71 days (average value), and the effective concentration could be confirmed with an aceside checker during pipe disinfection, so there were no problems with the management of the disinfectant solution. The document stated that the current japanese guidelines do not provide recommendations on the quality of water supply. However, the preparation and inspection of "precautions for use" for the washer states, "the water supply pipe should be disinfected immediately after replacing the water filter (at least once a month). There is a risk that various bacteria may be mixed in the water supply pipe depending on the usage environment, etc., so be sure to perform disinfection even if it is judged necessary from a professional standpoint, such as conducting a bacteriological examination of the rinse water.¿ however, since there is no proposal for a standard survey/evaluation method, the hospital staff used the membrane filter (mf) method to measure the number of viable heterotrophic bacteria in the water environment. The tracheal aspiration kit was set in the rinse mode of the washer, and 50 ml of the obtained sample was cultured at 20-degree celsius for 7 days by the mf method, and colonies were counted. The number of colonies decreased from 100 or more before filter replacement to 0 after filter replacement. Thereafter, various filter exchanges and intermittent culturing were performed every month. Quality control was performed while thoroughly replacing the water filter and disinfecting the water supply pipe every month, and it was confirmed that the culture was negative.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. Since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The following information is stated in the instructions for use (IFU): ¿chapter 7 routine maintenance 7.2 replacing the water filter (maj-2318) replace the water filter periodically, at least once a month to prevent contamination of the rinse water. Important information ¿ please read before use. Inappropriate repair or modifications: never disassemble or modify this equipment. Doing so could result in operator or patient injury and/or equipment damage or malfunction. If it is considered necessary to perform repair, take actions according to chapter 8, ¿troubleshooting and repair¿. If the problem still exists, contact olympus.¿ olympus will continue to monitor field performance for this device.